Event description:
Customer reporting potentially false positive sars results. Customer states the results were negative by a different brand rapid antigen test. No confirmation testing was performed.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.